Event description:
At approximately 9:20am, first attempt at contactless registration failed to compute. CT scan named cta had been acquired by radiology without some of the nose but the field service engineer (fse) advised surgeon that sufficient nose area was included to proceed. Scanning area on forehead was designed to exclude dimpling from mayfield pin which was removed, and should not have affected computation. Fse adjusted 3d segmentation and surgeon re-initiated registration, with extra care taken to collect points on the nose that match the incomplete CT. Patient was anesthetized, no incisions were made, estimated delay to surgery was 15 minutes.

Manufacturer narrative:
It was reported that the registration failed to compute. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that this issue can be due to either the collection of the points itself or to the 3d segmentation which is not well adjusted. Not enough elements are provided to determine which one is the root cause for the issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# :(B)(4).

Event description:
At approximately 9:20am, first attempt at contactless registration failed to compute. CT scan named cta had been acquired by radiology without some of the nose but the field service engineer (fse) advised surgeon that sufficient nose area was included to proceed. Scanning area on forehead was designed to exclude dimpling from mayfield pin which was removed, and should not have affected computation. Fse adjusted 3d segmentation and surgeon re-initiated registration, with extra care taken to collect points on the nose that match the incomplete CT. Patient was anesthetized, no incisions were made, estimated delay to surgery was 15 minutes.